Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 07/11/2016, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen was damaged and could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 8/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/06/2016 with the following findings: during visual inspection of the pump, it was observed that the display lens contained multiple scratches within the field of view. The pump powered up with the with returned battery cap to a dim and discolored display screen. Unrelated to the initial complaint, it was observed that the battery compartment had two cracks and the pump case was cracked between the corner of the display lens and the case seal and it was also cracked between the case seal and the keypad.